Event description:
Respiratory therapist was setting up a vapotherm at the patient bedside and had installed the new circuit. Water spurted out the top of the cartridge chamber when it was turned on. It was not on any patient at the time of the failure and no visible defect was noted during troubleshooting and staff was unable to correct problem. A second disposable was opened and used and ultimately attached to the patient.======================manufacturer response for vapotherm circuit, vapotherm======================manufacturer provided rga# return goods authorization number for product return evaluation.